Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.